Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) was ruptured during the preparation. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) was ruptured during the preparation. There was no reported patient injury. Additional information was requested but not provided. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was not received, and the procedure sheath was not returned for evaluation. The stopcock was found closed. The advancer tube was located inside the shuttle tube, with the sealant visibly exposed along the shaft of the device. It is important to highlight that, although the sealant was observed exposed during the product evaluation, the images taken at the time of receipt for the decontamination process did not show this condition. When the device was later received for product evaluation, the sealant was already exposed. This discrepancy could likely be attributed to manipulation of the device after the procedure, probably during the decontamination process. Additionally, the protective sealant sleeve was received exposed along the shaft of the device. However, during the visual investigation, it was retracted back slightly to obtain a clearer image of the condition in which the sealant was received. In addition, the balloon was found fully deflated. No other anomalies were observed during the visual inspection. Leak testing was performed on the balloon of the returned device as per the mynxgrip instructions for use (IFU). The results revealed a leak in the balloon. High-magnification visual inspection confirmed the longitudinal tear that led to the leak found during the functional analysis in the balloon of the returned device. The reported event of ¿balloon loss of pressure at prep¿ was observed during analysis of the returned device as a leak was observed during the functional analysis and a tear was observed during the high magnification visual analysis. The exact cause of the issue experienced could not be determined. Based on the limited event information available for review, it is difficult to determine what factors may have contributed to the burst experienced by the customer. However, handling factors are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.